Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. Device component codes relates to device problem code for the evaluation findings of fiber broken within the connector. Device component code relates to device problem code 2907 for the evaluation findings of fiber tip detached. Mfg. Site name- (B)(4). One flexiva 550 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 2.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip detached. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. The condition of the returned device would result in insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 550 laser fiber was used during a transurethral resection of the prostrate (turp) procedure in the prostate performed on (B)(6) 2018. According to the complainant, during the procedure and inside the patient, a funny smell was noted when they started the procedure and they felt that there was an issue with the fiber. They removed the laser fiber and completed the procedure with another flexiva 550 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector and tip detached.